Event description:
It was reported that oversensing and inappropriate shocks were observed as a result of a suspected lead abrasion. The lead was cut and explanted.

Manufacturer narrative:
No medwatch form was received.